Manufacturer narrative:
Product complaint # (B)(4) investigation summary no device associated with this report was received for examination. A search of the depuy synthes (nc) quality system found no nc¿s associated with this product/lot (product code: 254500506, lot -mvmggh380) combination. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot a search of the depuy synthes (nc) quality system found no nc¿s associated with this product/lot (product code: 254500506, lot -mvmggh380) combination. H11 additional narrative: corrected: d4 (expiration date) the expiration date (12/31/2099) in the initial medwatch was reported in error. The device involved was an instrument and does not have an expiration date.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that there was an incident that occurred during surgery with the attune system. During the surgery with the attune knee test inserts, it was detected that one of the springs fell off and remained inside the knee . Fortunately, it was realized at the time and it could be removed without leaving any remains on the patient. However, this fact is a very serious situation, since it compromises the intraoperative safety and the reliability of the instruments. It also generates insecurity regarding the size of the test insert and can modify the height of the liners altering the reliability of the instrument and thus open a wrong definitive implant. With all the complications that this entails, not only economic but also in the well-being of the patient.